Event description:
It was reported that the right ventricular lead had twave oversensing. The rv lead is still in use. It was also reported that the patient was short of breath with activity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5086 implantable pacing lead 2012 (B)(6). (B)(4).